Manufacturer narrative:
As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Device malfunction is not suspected. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.

Event description:
A case of an aortic perforation leading to a procedural abortion during a left atrial appendage closure (laac) procedure was reported where the baylis medical versacross rf wire (rf wire) was used for the initial transseptal puncture of the procedure. The patient's atrial septum was noted to be hyper elastic on transesophageal echocardiogram (tee). The rf wire was positioned on the septum. The rf wire crossed the septum and was noted to be advanced in the aorta on tee. The rf wire was retracted into the right atrium. A pigtail catheter was introduced into the aorta. Contrast was administered, and a puncture to the aorta was confirmed. The laac procedure was aborted. The patient was stable and underwent computed tomography imaging. Minimal pericardial effusion was noted. The aortic perforation was reported to heal as the patient continued to remain in stable condition 12 hours later. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.